Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used with a repliform graft during a posterior bilateral sacrospinous fixation procedure in 2004 (exact date unknown). There were no reported patient complications during this procedure. The patient's current age is reportedly about (B)(6) years. According to the complainant, post procedure, the patient presented with pelvic pain. The physician performed a diagnostic laparoscopic procedure and removed adhesions that were related to the pain. The patient had an MRI scan which revealed a semicircular object near the ischial spine on the patient's left side. The physician believed the object might be the needle carrier from a capio device. The patient has not had any other problems related to the sacrospinous fixation procedure. The patient had a vaginal dissection, but the physicians were unable to feel or find the object. The object was not identified or removed from the patient. Additionally, the needle count at the end of the initial procedure in 2004 was reported to be correct. The exact date of onset of the pelvic pain and subsequent tests are unknown. It was reported that the patient is currently "doing well".

Event description:
The physician attempted to remove the object (exact date unknown) in the patient but was not able to isolate and safely remove the object. The physician still believes the object to be the curved needle carrier of a capio device because all needle counts were correct post procedure.